Event description:
(B)(4). I have had stomach issues for about six years now. I never thought it would be this. I went to ER because I had severe pain on left side like a knife or something. I told doctor and he said nothing showed up on xray and I was released. My side constantly is in pain. Inflammation of belly.